Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.

Event description:
The physician reported during preparation prior to the procedure, the guidewire and coils could not be passed through the microcatheter. The physician reported pt suffered a subarachnoid hemorrhage (sah). The pt's outcome, surgical intervention or whether the physician felt the device in question had caused or contributed to the event was not disclosed.